Event description:
It was reported that patient experienced vibrations in legs when stimulation was off. The patient underwent an ipg replacement procedure.

Event description:
It was reported that patient experienced vibrations in legs when stimulation was off. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Sc-132 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed as reported observation with testing of the returned product. However, a labeling review found that the reported event of undesirable stimulation is a known risk associated with the use of an implantable pulse generator as part of a system to deliver spinal cord stimulation. Therefore, this investigation is assigned a probable cause of known inherent risk of device.